Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm2) was analyzed and system logs showed 31226 and 1126 errors, indicating communication faults between the axes controller, motor (acm) and axes controller, arm (aca), confirming the issue occurred in the field. A visual inspection found no related issues, and testing on an in-house system did not reproduce the error. Testing on the in-house patient side cart fixture test platform showed the unit failed the fiber test for the clock spring, parallelogram, and rolling loop fibers, with errors 1126 and 31226 logged. Replacing these fibers with golden units resolved the issue, confirming them as the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause in this case is attributed to the clock spring, parallelogram and rolling loop assemblies. This issue was resolved by replacing usm2.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse spoke with clinical sales representative (csr) and customer regarding issue of universal surgical manipulator's (usm2) attempt to self-test while docked to the patient resulting in the usm moving the instrument further into patient. Error logs showed multiple failed self-tests and fiber degradation from usm2 persistent for numerous power cycles. Fse replaced usm2 due 1126 and 31226 errors. However, usm4 still reported 1126 error but the customer did not have issues with usm4. While fse was still on site, an field service order (fso) came in for non-recoverable fault that occurred after surgery. Fse reviewed logs and did a test drive as well as four power cycles without issue recurring. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the universal surgical manipulator (usm) 2 disabled on its own. The operating room staff called during the case to report the issue. They stated that usm 2 disabled on its own, and when they attempted to reset it, it dropped really low. They mentioned rebooting the system while contacting technical support engineer (tse). After the reboot, the system powered on and homed without any errors. The tse reviewed system logs but did not find any indication of usm 2 errors or disabling during the call. However, the logs showed errors 1126 on armnet 2, indicating that the hirose fiber receive power fell below the low warning limit both upstream to the acm board and downstream from the aca board in arm 2 usm. The procedure was completed as planned with no reported injury.